Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for routine follow-up with complaint of not feeling well, rv lead noise and oversensing leading to decreased biv pacing was observed. Amplitude and timings of noise were variable and noise was also noted in real-time. Patient also received inappropriate antitachycardia pacing therapy due to oversensing. Lead was explanted and replaced.